Event description:
Pt with an orif of left distal femur implanted on an unk date was discovered to have an infection three to four months post operatively. Pt was returned to operating room on (B)(6)-2012 sixth surgeon performing a lavage and debridement. At this time surgeon found three locking screws loose and the plate was intact. Surgeon tightened two screws, removed and replaced one screw and placed an antibiotic spacer. The procedure was completed. This is 3 of 4 reports for this complaint.

Manufacturer narrative:
Implanted approximately (B)(6) 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.